Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in early 1996. The patient went from stage 3a to stage 4 osteolysis. Patient has a stress fracture that may require revision.